Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer cleared the alarm and resumed insulin delivery. The occlusion alarm did not reoccur. The customer's blood glucose level was not impacted.